Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Medical assessment: multiple x-rays are taken of a corpectomy construct after removal of l4. Centerpiece appears with an extensive pedicle screw construct on multiple films. Coronal and sagittal reconstructions show the centerpiece is not applied to the l3 superior endplate. Two lateral x-ray are also provided. If they are carefully compared the space between the body of the device and the upper foot is greater on the earlier film (immediately postop) and it has decreased on the subsequent film. There appears to be a retaining washer as well that is several mm above the body and below the largest hole. The distance between this washer and the body has decreased between the initial postop film and the most recent film. These changes verify that the height of the device has decreased. I cannot verify whether this will continue or has run its course from the pictures provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient underwent an alif (vertebral body replacement) at l4. The x-ray taken right after the procedure confirmed no abnormality as the implant was appropriately located next to the endplates. However, postoperative CT and x-ray results showed a gap between the implant and the endplates. The surgeon pointed out that the size of holes at the sides of the cage were different compared to the previous x-ray. Therefore, the expanding mechanism might have been unlocked. The surgeon "expressed concerns over whether this shrinking would continue and requested an investigation report to clarify the cause of the incident."